Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the two complaint opt316 optiflow junior nasal cannulae were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection of the cannulae revealed that the loop pad (wigglepad padding) had started to peel off from the cannulae, starting from the side closest to the prongs. Glue was present on both of the cannulae where they come into contact with the loop pad. One of the cannulae was also detached from the left side of the flexitube. Glue was present on the surface of the detached tubing and inside the cannula joint. No damaged was observed to the flexitube. A lot check could not performed as no lot information was provided. Conclusion: the hospital reported that the patient has diaphoresis (profuse sweating) and is active and sometimes pulls at the cannula. They reported that they were replacing the wigglepads approximately 3 times a day as they were experiencing difficulty keeping the wigglepads on the face due to the diaphoresis. The loop pad appears to have detached due to failure of the glue which bonds the loop pad's adhesive backing to the cannula. The optiflow junior cannula maintains good retention on the infant's face during use. It would only be possible for the loop pad to become detached while the cannula is being removed by the caregiver. The detachment of the tube from the cannula tube joint is most likely to have been caused by an excessive pulling force; it was observed that the tube has been properly inserted into the cannula and sufficient glue has been found on the outer surface of the tube as well as the inner surface of the cannula tube joint. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contain the following statement: - "check cannula remains secure on the face. Replace wigglepads if required." - "do not stretch or crush tube". - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." - "appropriate monitoring must be used at all times."

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare field representative that the felt piece on the back of two opt316 optiflow junior nasal cannulae was peeling off during use. The flexitube of one of the opt316 was reported to have detached from the cannula. The healthcare facility also reported that the patient has skin breakdown on one cheek.